Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified the failure mode as a defective ion selective electrode (ise) tubing. The fse replaced the ise tubing to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results including sodium (na) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer repeated the patient samples and reported correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided the patient results for 10 patients.